Event description:
It was reported that when using the bd vacutainer® push button blood collection set, three (3) units exhibited blood leaking out of a split in the tubing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-oct-2025. Investigation summary : bd received a sample along with a photo for investigation. Evaluation of both the photo and the sample showed evidence of damaged tubing. Additionally, a visual inspection was conducted on 10 retained samples, and no damaged tubing was found among them. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, three (3) units exhibited blood leaking out of a split in the tubing. No adverse impact was reported regarding the patient or user.